Event description:
Pt suffered cardio pulmonary compromise during laparoscopic procedure. Approx 3 liters of co2 had been instilled into the pt at the time of the event. The pt was resuscitated and suffered no adverse consequences. The pt did not have a history of cardiac problems.